Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that rust like particles from the o-ring inter block area were found when cleaned with a swab. The issue was discovered during clinical engineering's preventative maintenance month. The device had, prior to being checked for preventative maintenance, been used on patients. From our knowledge, no one was injured or harmed by the device malfunction.

Manufacturer narrative:
Evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the device was received with a water tank that was contaminated with rust stains. Water tank cover had a small crack on the bottom left corner. Pole clamp rubber holder was gouged and discolored. The complaint was confirmed; there was contamination in the interlock block. Root cause was attributed to a rusty heater. This was causing the liquid flowing through the hoses and interlock block to become contaminated with rust deposits. It is possible the rusted water heater block was caused from suspected use of non-approved additive. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced heater, water tank cover, and pole clamp. Performed preventative maintenance (pm), put in o-rings and reservoir gasket. Calibrated the unit. Device passed functional testing after the completed repairs.